Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was intermittently depleting quickly. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. The customer continued to use the pump for insulin therapy. Customer's blood glucose was over 360 mg/dl.